Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Concomitant medical products: item number: 00-0907-4634, orthopediatrics 4.5mm locking screw, 34mm, lot number: unknown - quantity: (B)(4); item number: 00-0907-4534, orthopediatrics 4.5mm self tapping cortical screw, 34mm, lot number: unknown - quantity: (B)(4); item number: 00-0907-4670, orthopediatrics 4.5mm locking screw, 70mm, lot number: unknown. Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of a locking cannulated blade plate, the patient underwent a revision procedure due to fracture of the plate. Attempts have been made and additional information on the reported even is unavailable at this time.

Manufacturer narrative:
This follow is being submitted to relay additional information. (B)(4). Reported event was confirmed with radiographs provided. DHR was reviewed and no discrepancies were found. Risk management file review was deemed appropriate. Root cause is unknown. The plate was made to specification, there have been no recent design changes.